Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was losing power. The customer specifically stated that this occurred when the code summary button was pressed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.